Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2005. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The initial reported event of lead fracture and patient symptoms was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to an apparent lead fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.. It was further reported that the patient had to be externally shocked due to sinus bradycardia induced ventricular fibrillation (vf). Additional information received via a legal comment report, indicated that the patient sustained "grave injuries."